Manufacturer narrative:
Concomitant medical products: product ID: 37761, lot/serial#: (B)(4), product type: recharger. Product ID: 37751, lot/serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the connector pin broke off and it bent, it was stuck in the recharger. Patient said she hadn't been able to charge for a week and was in pain. She said it was getting worse and she hadn't sleep in three days. It was noted ac adaptor connector pin was broken off and stuck in the top of recharger. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the product ID (B)(4), serial# (B)(4) found that the connector pin was broken. Product type: recharger if information is provided in the future, a supplemental report will be issued.